Event description:
Site experienced erratic results on creatinine, calcium, co2, potassium and sodium. No information provided to determine if results were used to guide therapy. The field service representative found crystallization and build up on reaction cells. Appropriate maintenance was performed and performance check tests were performed.